Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device had a operational check failure. There is no information provided by the initial reporter that indicated patient involvement.

Manufacturer narrative:
One therapy pca was returned for failure analysis. The reported problem was verified / duplicated during lab tests; d45 and d46 were defective.